Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure the customer had loss of the right eye in the console. System logs were not available. Technical support advised getting a new camera, which they were requesting. The procedure was reportedly continuing as planned using 2d vision. Intuitive surgical inc. (Isi) followed up with the customer to request additional details, but no other information was available.

Manufacturer narrative:
The customer identified the issue was attributed to a defective endoscope. A replacement scope was used to complete the procedure. The defective endoscope has been returned to intuitive surgical, inc. (Isi) and the product has been investigated. The left eye exhibited no issue, but the right eye had no image. The tip heater current was found to be out of range. The root cause of the reported failure could not be determined. A log review was performed and it was confirmed that the radical prostatectomy with lymphadenectomy procedure was performed on (B)(6) 2022 on system (B)(4). Endoscope 470056-5 / sf1942058 - had 1985 out of 2000 remaining uses. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: after the start of a surgical procedure, the customer had issues with the right eye and continued the procedure in 2d until a backup endoscope could be obtained. While there was no harm or injury to the patient, non-optimal systems after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.